Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jugn3039 showed four other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in canada.

Event description:
It was reported by the customer that "issues with the half moon shaped stat locks that is typically used for PICC lines. We have has 5 issues. 4/5 had the plastic locking piece detach from the adhesive. The 5th completely detached, but may have been related to pulling." It was reported this occurred with five devices. This report addresses the fourth device.